Event description:
During surgery, when the package was opened, it was found that the cement plug had come off from the plastic plate. The device was implanted.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. H3 other text : not returned to the manufacturer

Manufacturer narrative:
An event regarding an unclear issue involving a cement plug was reported. The event was not confirmed. Method and results: device evaluation and results: visual, dimensional and functional analysis could not be performed as the device was not returned. Medical records received and evaluation: not performed as there is no indication patient factors contributed to the reported event. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by (B)(4). If devices and / or additional information become available, this investigation will be reopened.

Event description:
During surgery, when the package was opened, it was found that the cement plug had come off from the plastic plate. The device was implanted.